Event description:
It was reported that during a laparoscopic appendectomy procedure, the device would not work. They tried several times to fire but it would not fire. A new device was used to complete the procedure. There was no patient impact, the device will be returned for analysis.

Manufacturer narrative:
Date sent: 03/11/2009. Results/conclusions: damaged firing trigger teeth. Evaluation summary: the analysis results found that the ats45 device in good visual condition and with no reload present. The firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.